Event description:
Heal-laa study. It was reported that there was a patient death. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 24 mm. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of aspirin and apixaban. The patient came in for their 45 day follow up imaging procedure. The imaging showed no issues with the closure device. 128 days post procedure it was reported that the patient died of an unknown cause.